Event description:
A zoll distributor returned battery charger/modem sn (B)(4) to report that the battery charger displays an error code when charging a battery pack.

Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger displays error code) has been confirmed. Upon investigation the battery charger/modem will not charge a battery. There was liquid contamination on the battery board. The cause for the failure was isolated to the contaminated battery board. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem.